Event description:
Customer's (a child) mother reported that due to a blank screen appearing on the display of her son's freestyle flash blood glucose meter, she could not check his glucose and did not know how much insulin to give him. She further reported he became unresponsive, had a glazed look in his eyes, became aggressive toward his parents, experienced a seizure and lost consciousness. Paramedics were called, and they started a dextrose solution via intravenous infusion. Customer also self-treated by ingesting a "sugar tablet". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.